Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi. This is a (B)(6) female with medical history including dyslipidemia, hypertension, copd, diabetes, chronic anemia and currently smoking. The indication for the procedure was angina and a 90% stenosis in the proximal lad. In (B)(6) 2010, the index procedure was performed. Pre-dilation, single stent placement and post-dilation were done to treat the target lesion. The catheterization report confirms the single study stent covered the proximal and mid lad. The procedure was complicated by side branch occlusion and was treated with poba. The core lab reported 17% residual stenosis, no dissection and timi 3 flow. For the bifurcating 1st diagonal branch, the core lab reported a 70% stenosis pre-procedure and an 80% stenosis post-procedure. Post procedure it was noted that both the ckmb and troponin levels were elevated. The core lab reported new pr interval prolongation and new persistent inferior and anterior t wave inversions of questionable age / old, and no q waves. Of note, the previous ECG available for comparison was from (B)(6) 2008. This event was adjudicated as an arc (peri-procedural pci) and has been captured for mi. The post-procedure course was uncomplicated and the patient was discharged the following day on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15065136 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Event description:
Additional information was received via the (B)(4) adjudication minutes on (B)(4) 2012. The committee agreed to arc (peri-procedural pci) on (B)(6) 2010 related to the device and index procedure. This has been coded to myocardial infarction. Post procedure troponin I level peaked at 0.29 (uln 0.04). The ECG core lab reported new pr interval prolongation and new, persistent inferior and anterior t wave inversions of questionable age. The post-procedure course was uncomplicated and the patient was discharged the day after the procedure.

Event description:
The patient was enrolled in the (B)(4) study with a 90%, de novo, bifurcated, type b2 lesion in the proximal left anterior descending artery. The lesion was 22mm in length and the vessel was 2.75mm in diameter. The lesion was pre-dilated and a 2.75 x 33mm cypher stent was implanted at 10atm. Sidebranch coronary occlusion, during the index procedure, was noted. Additionally, it was noted that the patient had slightly elevated troponin levels 16-24 hours post procedure.

Manufacturer narrative:
The complaint received states that (B)(4) study patient suffered cardiac enzyme elevation and coronary artery stenosis during the peri-index procedure phase. This is a (B)(6) female with medical history including angina, stable angina pectoris, hyperlipidemia, hypertension, copd, diabetes mellitus ii, present smoker, diverticulosis, irritable bowel syndrome, chronic anxiety and anemia, gastro-esophageal reflux disease. The patient was enrolled in (B)(4) study with a 90%, de novo, bifurcated, type b2 lesion in the proximal left anterior descending artery. The lesion was 22mm in length and the vessel was 2.75mm in diameter. The lesion was pre-dilated and a 2.75 x 33mm cypher stent was implanted at 10atm. Coronary side branch occlusion, during the index procedure, was noted. Additionally, it was noted that the patient had slightly elevated troponin levels 16-24 hours post procedure. Approximately a year and six months post index procedure, the patient experienced a large cerebral frontal parenchymal hemorrhage with extension into ventricles and was medically treated. However, the patient died. This event was deemed to be unrelated to the device implanted at index and will be captured as a non-complaint. The index stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15065136 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Side branch occlusion is a known potential adverse event associated with coronary stent implantation procedures. The inherent action involved in the stent implantation process includes radial and outward forces that shift the existing plaque; unfortunately this plaque shift can occlude side branches that are located within proximity of the target lesion. Elevated cardiac enzymes are a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted upon 30 days of receipt.